Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va0pkjm, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient didn't know if patient services could help them. They reported they had been having a lot of pain from the side where the lead was placed, so for the past 2 1/2 years, they had been getting injections to help with the pain. Patient noted whenever they got the injections, they were asked about having a stimulator. Patient stated they went to the implanting healthcare provider to get an x-ray done of their left side pelvic area. Patient stated they took two pictures that showed the wire was fried, quit working earlier than expected. The patient stated their reason for calling was to know if the injections that were administered caused the wire to become fried. It was reviewed that there was potential for mechanical damage from the needle, but no way to confirm the exact cause because it would be speculating over the phone. Patient noted their doctor was going to write a letter stating they were no longer supposed to get the injections and that their current healthcare provider did not know how the wire got fried. Patient was going to follow-up with their healthcare provider regarding the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the actions/interventions taken to resolve the reported issue were interrogation of the lead demonstrated impedances of >4000 on all leads. An x-ray was obtained and showed no lead fracture. The patient was offered surgical intervention/replacement. The patient deferred until later this year due to starting a new job.